Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Additionally it was reported that occlusion alarms occurred. Blood glucose was not impacted. Reportedly, customer reverted to manual injections for insulin therapy until replacement pump arrives.